Event description:
A (B)(6) y/o female pt called zoll customer support to report that her response buttons were not activation her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating monitor) was confirmed. Upon investigation the rear response button was intermittent. The cause for the intermittent response button was a damaged response button cable. The middle trace of the cable was damaged near where the cable connects to the monitor c/a board. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the damaged response button cable trace. The pt received a replacement monitor.